Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8015 had error 800.8000 was not identified during the customer call. Tech support advised the customer to perform a full pm test. If all tests pass and the error 800.8000 cannot be reproduced, the device can be returned to rotation/production. Additionally, emailed the biomed team the medical device safety notification letter (on june 12, 2017), which states that system error 25516275 may occur when a user selects two functions simultaneously or in rapid succession, or when standard workflows are not followed. This behavior can cause a synchronization issue between the pc unit and the modules. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 had an error 800.8000. There was no patient involvement.